Event description:
Boston scientific received information that during implant procedure, this implantable cardioverter defibrillator (ICD) exhibited noise due to air bubbles trapped in the lead port after lead insertion. The bubbles were cleared from the lead port and all subsequent device testing was normal. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.